Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign material leaking out of cleaned scopes and staining the storage cabinets was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the foreign material was leaking out of cleaned scopes and staining the storage cabinets during maintenance involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.